Event description:
It was reported that the burr was stuck. Vascular access was obtained via radial approach. The 99% stenosed target lesion was located in the non-tortuous and severely calcified mid left anterior descending artery (lad). A 1.25mm rotalink plus and 330cm rotawire were selected for percutaneous coronary intervention (pci) procedure. During the procedure, the physician had difficulty advancing the burr through the guiding catheter as there was resistance when pushing it. After a few rounds of trying, physician decided to change to femoral approach with a 7fr non-boston scientific guiding catheter, but due to the weak guiding support, the rotawire keeps coming out from lad. A new 7fr non-boston scientific guiding catheter was inserted and engaged into the ostial left main but still felt the resistance and the wire got stuck inside the advancer. Both the burr and the wire were removed together from the patient's body. The nurse has to pull out the wire with force once it was outside patient's body. It was noted that there was a damage at the handshake connection and the rotawire. The procedure was completed by replacing the rotalink device and the rotawire. No complications were reported and the patient was alert after the procedure and was transferred to ward.